Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending a patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued. Upon follow up, the pdrn noted that the leak was found after multiple failure to drain alarms. The leak was not visible when the patient was in treatment. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient gets confused when performing stat drains as well as manual peritoneal dialysis. The patient did not complete treatment the day of the event. The patient was already on ceftriaxone and was previously being diagnosed with covid and clostridioides difficile. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient needed to go to rehabilitation and has transitioned to hemodialysis. The pdrn has received a new cycler which is working well. The cycler set is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending a patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued. Upon follow up, the pdrn noted that the leak was found after multiple failure to drain alarms. The leak was not visible when the patient was in treatment. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient gets confused when performing stat drains as well as manual peritoneal dialysis. The patient did not complete treatment the day of the event. The patient was already on ceftriaxone and was previously being diagnosed with covid and clostridioides difficile. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient needed to go to rehabilitation and has transitioned to hemodialysis. The pdrn has received a new cycler which is working well. The cycler set is not available for return for physical evaluation by the manufacturer.